Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fever. The implantable pulse generator (ipg) system was explanted due to endocarditis vegetation on the leads and aortic valve as well as (B)(6) in addition, antibiotic treatment was required. No further patient complications have been reported as a result of this event.